Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During t2 humerus surgery, the screws were inserted to two proximal oblique screw holes. But it was found that the both screws were out if the holes and re-inserted.